Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic myomectomy procedure a suturing device was used. The needle fell out of the cartridge reload after firing it. The needle was still attached to the suture and was removed without any additional issue. The procedure was completed using a like suture cartridge. There were no patient consequences. No additional information was provided.